Event description:
It has been reported that during the removal the device, the catheter broke at the distal portion. The segment was said to have removed surgically.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rewf0091 showed two other similar product complaint(s) from this lot number for a total of three similar complaints. The complaints for this lot number (rewf0091) have been reported from one italy facility and one greece facility.